Event description:
It was reported that during a thoracoscopy procedure, four total loads were fired from the device. The second load fired only one side of the staple cartridge. There was no pt consequence.